Manufacturer narrative:
The field service representative (fsr) was on-site at the user facility and will be performing preventive maintenance (pm) on the unit.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the "b side" of the heater cooler unit was not holding temperature. It fluctuated all the way up and down. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.